Manufacturer narrative:
To date, information suggests that the crt-d has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. The rv lead and this lv lead remain actively in service. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) was electively removed from service due to normal battery depletion. It was observed upon explant that the transvenous right ventricular (rv) rate/sense and this left ventricular (lv) lead had been switched in the device header. There were no reported adverse patient effects associated with this clinical observation.